Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing resulting in false pause episode. No intervention was performed; the icm will continue to be monitored. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.